Event description:
As reported: "variax2 did not lock. The screw head was crushed even though the drill guide fits in the plate screw hole."

Manufacturer narrative:
The reported event could be confirmed. The device was inspected under a microscope. The threads of the locking mechanism below the screw head saw a plastic deformation which could explain the loss of the angular locking ability. Some portions of the crest of the thread flank have sheared off under significant force. An nc was opened to address this event. Furthermore, as part of the root cause analysis, variax1 and variax 2 screws were sent for analysis to an independent laboratory. The institute carried out surface and microstructure analysis as well as nano-indent hardness measurement of the variax2 and variax1 samples. The institute concluded that there are no significant differences between the screws. The test results were further evaluated by a consulted material specialist while considering the internal manufacturing process. The material expert reconfirmed that there are no significant differences between the screws which could result in the reported complaints. In parallel, investigation efforts were focusing on the anodization color difference between variax1 and variax2 screws. The results revealed no connection between the anodization color and the reported complaints. Excessive in-house handling and bench testing with variax2 screws from various manufacturing batches showed that locking is achieved as intended. We can confirm the desired increase in torque indicating to the customer that the screw is locking in the plate. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "variax2 did not lock. The screw head was crushed even though the drill guide fits in the plate screw hole."